Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose that required medical intervention by paramedics. The customer stated that she lost consciousness and was placed into a tub of water until paramedics arrives on the scene. She reported that, because of this, the insulin pump was exposed to water and stopped working. The customer did not provide the blood glucose reading. She requested assistance with programming her replacement insulin pump. She was advised to follow up with her doctor if her current settings needed to be changed. No further assistance was needed.